Event description:
The patient was revised to address osteolysis and pain. Update: 5/20/2013 - litigation papers received. Litigation alleges the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from acetabulum causing elevated blood metal levels and loss of mobility. Litigation further alleges that during revision surgery, gray necrotic tissue was discovered. Date of implant was provided. An acetabular cup is also being added to address loosening.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the cup. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.